Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheters were bent, twisted and incorrectly shaped.

Event description:
It was reported that the catheters were bent and twisted. Customer stated it was shaped incorrectly and reported issues with catheters from lot# nget0605, nges3021and nger4571. Per investigator notification on 23mar2021 during evaluation, it was found that 2 of the catheters from lot# nges3021 had misaligned coude tip indicators. Per investigator notification on 31mar2021 during evaluation, it was found that the catheters from lot# nger4571 had misaligned coude tip indicators. Per investigator notification on 02apr2021during evaluation, it was found that 3 of the catheters from lot# nget0605 had misaligned coude tip indicators.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. As the product was unopened it was not used for diagnostic or treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.